Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Code : f28- was used to explain that the event is ongoing and the physician is monitoring the patient. According to the physician, the patients¿ aortic neck is rather healthy and straight, there is higher possibility of the device moving proximally during the push-up caused the partially coverage of the right renal artery. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to device migration and occlusion of device or native vessel. Additionally, the IFU states: do not cover significant arteries with the endoprosthesis. Vessel occlusion may occur.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for a right iliac artery aneurysm using gore® excluder® aaa endoprosthes. After the coil embolizing of the inferior mesenteric artery and the right internal iliac artery, a trunk - ipsilateral leg endoprosthesis (hereinafter rlt) was delivered from the right side. After deploying the proximal trunk and removing the constraining mechanism, the physician attempted to push-up the ipsilateral leg so that its distal end would land within the right common iliac artery. During the push-up, the proximal part of the rlt appeared to have moved proximally under fluoroscopic imaging. The physician ceased the push-up and the distal end of the ipsilateral leg landed on the right external iliac artery. The imaging indicated the proximal end of the rlt partially covered the ostium of the right renal artery. After deploying a contralateral leg endoprosthesis and extending the distal end of the ipsilateral leg with an iliac extender endoprosthesis, balloon touch-up was performed within implanted stent grafts including the proximal trunk. The final angiography confirmed the coverage of the right renal artery for about 2~3mm with no delay in blood flow. No additional treatment was performed. The patient tolerated the procedure. The reporting physician commented that he positioned the proximal end of the rlt about 5mm below the ostium of the right renal artery to initiate the deployment, and it happened to have worked well to save the right renal flow when the device moved proximally. The physician considers when the patients¿ aortic neck is rather healthy and straight, there is higher possibility of the device moving proximally during the push-up.

Manufacturer narrative:
H.6. Code c20: a review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. The device remains implanted and is not available for analysis. Code : f28- was used to explain that the event is ongoing and the physician is monitoring the patient. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.